Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the when the customer removed the sensor from the body there was no cannula attached to the sensor. The customer¿s blood glucose was 81 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and performed visual inspection and found sensor cannula mostly retracted inside sensor base with a small damaged at the tip of the cannula. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensor no needle.